Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's son reported that their right atrial (ra) lead was not working and that the patient had been experiencing dizziness. The following physician confirmed that the lead exhibited non-capture at the initial post-implant follow-up visit. Intermittent phrenic nerve stimulation was also observed. The lead was programmed off and is scheduled for revision. No further patient complications have been reported as a result of this event.